Event description:
It was reported that the sheath valve was not working properly. When the dilator was removed from the sheath to advance the catheter, blood began escaping from the sheath. Physician was concerned this may result in air getting into the sheath, however, no adverse patient impact was reported.